Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient had been having issues with her ins. Patient reported the stimulation kept turning off on its own. Patient stated she met with a rep about stimulation turning off on its own but the rep stated she could not find any records of it happening so her rep suggested she keep a journal to see when it happened. Patient stated she did not know if she was accidentally pressing a button, but after keeping the journal of when this occurs she stated stim tuned off either when charging or when she was done charging ins. Patient stated she first noticed this when she went back to check ins battery level around the time it would need to be recharged. Patient stated she did not need to adjust stimulation so that is when she checked controller and saw that there was still too much ins battery left which was when she saw stim was off. Patient mentioned after recharging the controller it stated that it could not find her device and when it did the stimulation was off. Patient stated this started approximately 3-4 months ago. Later on the call patient stated it had happened 5 times in the past 4-5 months. Patient stated she met with her rep because of the stim turning off on its own and did not allege the rep knew about the blank screen or charging duration issue. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that when ins was on, it was providing relief and the rep reprogrammed the patient today so they now had additional options. The rep stated the patient was doing so well that they were off pain medications. Since providing additional groups today, the rep reported that when using the controller to switch to group c, the controller was showing that both group a and c were highlighted. Technical services (ts) reviewed that they need to reseat the battery pack in the controller to resolve this. The rep never reseated the battery pack to attempt to resolve this issue and started discussing other issues. The rep explained that the ins was turning off on its own and the patient would notice the controller screen went blank so they would go to check it/wake it up, and it showed that the stimulation was off and this had been going on for about the last 4 months. The rep stated they checked impedances today and everything looked fine and there were no errors that appeared on the tablet. The rep said the patient had documented when the ins turned off on its own but the rep believed there was a controller issue and requested it be replaced; repair noted the rep said the controller was turning the ins off. A replacement controller was sent to the patient. No symptoms were reported. No further complications were reported/anticipated.